Event description:
The service engineer (se) inspected the device and replaced the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue damaged due to power surge, however the source is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on startup, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.